Event description:
During a shoulder arthroscopy procedure the pt experienced a red area when the 3m pad was removed. In recovery, the area blistered. Or manager states that the pad was located on the thigh. The pt was treated and is recovering. Pt feels according to an artricle on the ecri web site that valley lab has problems with burns as well; and 3m rep. Told pt to use two pads instead of one. Valley lab pads are recommended for use in the instructions for use.